Event description:
Related to MFR report# 2183959-2012-02922. It was reported by the plaintiff's attorney that the plaintiff was implanted with a monarc on or about (B)(6) 2005 with the intention of treating her pelvic organ prolapse and/or stress urinary incontinence. It was alleged that the plaintiff suffered serious bodily injuries, including, but not limited to, extreme pain, erosion of her internal bodily tissue, mesh erosion, worsening dyspareunia, hardening, recurrent incontinence, and other injuries. Additionally, the plaintiff experienced significant mental and physical pain and suffering, permanent injury. The plaintiff underwent additional surgery on or about (B)(6) 2010.

Manufacturer narrative:
Should additional information become available regarding this event it will be re-evaluated and a follow-up report will be sent.